Event description:
It was reported that the subject device had poor image quality, disconnection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed during evaluation by repair department. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding (internal), charge coupled device (ccd) flooding (internal), electrical contact corrosion, main body scratches (lens). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Additionally, cable and ccd flooding was due to damaged part of the cable sheath. The event can be prevented by following the instructions for use which state: endoscope image disappearance and freezing (warning) ·do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. ·be very careful not to scratch the camera cable with sharp objects. ·do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor image quality, disconnection. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.